Manufacturer narrative:
Event date remains unknown. This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the control window of a 5f exoseal vascular closure device (vcd) does not close. The "curl is hardened" and only loosens outside the skin. Then, the window closes. Secondary hemorrhage had to be treated surgically as a result. A non cordis "lock" was used. The device will not be returned for evaluation.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not close. The indicator wire is ¿hardened" and only loosens outside the skin. Then, the window closes. Secondary hemorrhage occurred with no reported surgery or intervention required. A non cordis "lock" was used. The device will be returned for evaluation.

Manufacturer narrative:
Upon review of additional information received, there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable. After further review of additional information received the following sections have been updated accordingly: b3, b5, d3, g3, g6, h2, h6, and h11.